Event description:
It was reported during use, the staff observed that the medial extension line is cracked under the luer hub. The line was connected to perfusor edelvaiss (doran) hooked up to a isofundin bag (bbraun). The device was clamped and another cvc was inserted. At the time of this report it was reported "patient has left intensive care, there were no consequences".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during use, the staff observed that the medial extension line is cracked under the luer hub. The line was connected to perfusor edelvaiss (doran) hooked up to a isofundin bag (bbraun). The device was clamped and another cvc was inserted. At the time of this report it was reported "patient has left intensive care, there were no consequences".